Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the issue had been caused by item codes not being stocked in the cabinet and an incorrect configuration setting within the inventory management system. A technical support specialist updated the cabinet inventory correctly, disabled the ltc tqw option, and enabled the original tqw option in the configuration settings of the inventory management system to resolve the issue. The system functioned as intended after the technical support troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the order for a patient was not showing in the patient medication order. The customer mentioned there was a delay. However, no adverse events or injuries were reported as a result of this incident.